Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on and charge it's internal battery was observed. The device's system board and power management board were replaced to address the issues. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.